Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose was 460 mg/dl. The customer was admitted to the hospital. The customer was treated with insulin and fluids. The customer was wearing the insulin pump at the time of emergency room visit. The customer was offered to troubleshoot for high blood glucose but the mother wanted to address why the date was off. The mother and helpline representative reviewed the time date was correct and also review the alarm history and there is no alarms.